Event description:
A customer reported a leak of a red tinged fluid (3 to 5ml) underneath the air mixer and temperature chamber (amtc) on the unicel dxh 800 coulter instrument. The leak was contained within the instrument and did not affect any critical components. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There was no exposure to mucous membranes or open wounds. No one sought medical attention. There is a risk management/exposure control plan in place at the facility. Material safety data sheet (msds) was not reviewed. Patient results were not affected. There were no discrepant results reported. There was no death, injury or change to patient treatment attributed or associated to his complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The fluids associated with this leak may be diluent, lyse, clearing reagent or blood while in operation, and cleaner while in shutdown. A field service engineer (fse) observed a leak below the retic mix chamber drain port that was plugged and overflowing. The fse cleaned the drain port which resolved the issue. The fse verified other drain ports. Service activity was verified to meet specified requirements per established procedures. Result met published performance specifications. The cause of the leak was retic mix chamber drain clogged. (B)(4).